Manufacturer narrative:
After inserting a battery, unit received with failed battery test due to corrode battery tube. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify no delivery, low battery alarms due to the failed batt test alarm. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was unresponsive to new battery and received no delivery alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.